Manufacturer narrative:
A manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately fourteen years and one month later, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed multiple grade 2 perforations, the greatest was 0.75cm at 6 o'clock and 0.56cm at 8 o'clock position. The majority of the filter was in the very distal inferior vena cava and approximately 15mm long metallic fragment was present in the inferior vena cava at level of left renal vein confluence with a punctate metallic fragment just cephalad and to the right of this. A linear metallic fragment projects over each common iliac vein, likely displaced fragments. Additional fragment or fragments over the left external iliac vein. These could be further evaluated by dedicated CT images. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with left ankle fracture. Approximately fourteen years and one month post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and fragment detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.